Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6) regional medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) console goes into standby mode intermittently. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to obtain the additional information on this complaint event. If additional information is received, the complaint will be reopened and updated.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and upon initial inspection of the unit the fse found the touchscreen to not be responding accurately. After a few seconds the touchscreen was not responding to any touch commands. I disassembled the unit and removed the video generator board and the touchscreen. The fse replaced both video generator board and touchscreen, and reassembled. The fse recalibrated the touchscreen and completed a full pm inspection and calibrations per manufacture specifications, unit has passed all test and is now ready for clinical use.